Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was flat/crushed, deformed and the distal shaft was stretched. The catheter tip was broken fractured and the radiopaque (ro) marker was detached. The catheter hub was intact. Functional inspection was not performed as the defect was confirmed visually. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No additional information was provided by the customer. The damage noted to the device would be indicative of the as reported defect. The as reported event of catheter tip broken/fractured during use, and as analyzed events of catheter tip broken/fractured during use, ro marker(s) detached/separated/not visible under fluoroscopy, catheter shaft deformed, catheter shaft stretched and catheter shaft flat/crushed will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure in treating a brain aneurysm using the microcatheter (subject device) and a flow diverter, the tip of the subject microcatheter detached from the rest of the body when navigating through the support catheter distally to reach the area to be treated. The subject microcatheter remained loose within the support catheter. Both devices were removed together with the aspirated tip inside the support catheter from the patient's anatomy without causing any adverse incident. It was reported that the patient was administered additional anesthesia and surgical delay of more than 30 minutes was reported. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure in treating a brain aneurysm using the microcatheter (subject device) and a flow diverter, the tip of the subject microcatheter detached from the rest of the body when navigating through the support catheter distally to reach the area to be treated. The subject microcatheter remained loose within the support catheter. Both devices were removed together with the aspirated tip inside the support catheter from the patient's anatomy without causing any adverse incident. It was reported that the patient was administered additional anesthesia and surgical delay of more than 30 minutes was reported. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.